Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7545017) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the anterior and posterior capsule fused behind optic resulting in postoperative refractive error approximately one week post lens implant. The patient noticed a decrease in vision. The lens was repositioned on (B)(6) 2015 and capsular tension ring (ctr) was used. The surgeon indicated the likely cause of the event was anterior/posterior capsular fusion. The patient's current status is "good". This report pertains to the patient's right eye.